Event description:
It was reported that pump touchscreen was cracked and shattered after customer fell, landed, or rolled over on pump, and screen was illegible and unresponsive so customer could not interact with pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy.